Event description:
The customer reported that during an optical coherence tomography measuring procedure of the coronary arteries the rotator on the hemostasis valve broke during injection. Injector settings: 7-8 ml/sec. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. A f/u report will be submitted when the eval has been completed.